Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for a supraventricular tachycardia (svt) event. The device delivered three bursts of anti-tachycardia pacing (atp) and six electric shocks, therapy was exhausted. Technical services (ts) was consulted and noted that therapy induced the patient into atrial fibrillation (af). At the end of the episode, the patient remained in atrial fibrillation (af) with rapid ventricular response (rvr). No additional adverse patient effects were reported. This device remains in service.